Event description:
One of the red knobs is cracked on the instrument.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint remains in investigation. Depuy synthes will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint states total knee replacement: before use on patient, it was noted that one of the red knobs was cracked. Hospital will not resterilise it and want it replaced. Same like product was opened. No delay. No ae to patient. The investigation confirmed that the size locking knob has cracked as reported. The failure of the size locking knob is due to the over-moulding and is suspected to be associated with residual stresses in the polymer. The polymer used has now been changed from radel to avaspire per eco 415569 as a running change for future batches. The new material is less likely to crack due to it being a glass filled material which is less susceptible to residual stresses and is resistant to crack propagation. The complaint shall be closed with a justified conclusion; it shall be entered onto the complaints database and monitored through trend analysis.